Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode which resulted in a fall and head contusion. It was found the right ventricular (rv) lead experienced a possible fracture with lead noise, unstable thresholds, high and undefined impedance levels, intermittent loss of capture in bipolar configuration and loss of capture in unipolar configuration. It was also noted at that time that the right atrial (ra) lead had a history of high thresholds and no capture, and the device was previously programmed to a vdd mode. A temporary lead was placed and connected to an external pulse generator to provide pacing support for the patient. No further patient complications have been reported as a result of this event.